Manufacturer narrative:
B3: date of event estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
No information was reported for this event. A prostyle device was returned and the device analysis noted that the prostyle device had been inserted into the patient. The link is loose; however, the prostyle plunger was not deployed. The device could not have achieved hemostasis. Another method would be required to achieve hemostasis. It is unknown how hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The unspecified issue could not be confirmed as the plunger, suture, both needle tips and both cuffs were returned in a pre-deployed position with the loose link. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.